Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system station was stuck on fatal data error state. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on fatal data error state. A technical support specialist noticed c drive was full. Dialed into the station, verified dump files took up the space, deleted sqldump files, repaired the database, updated recovery mode to simple, restarted services, performing full data synchronization, fixed incorrect time display by applying knowledge article, "wsus-windows updates fail to check or install updates due to corrupted group policy" and synchronized the time server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system station was stuck on fatal data error state. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.